Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level was 283 mg/dl. Reportedly, the pump supplies were changed to address the issue. The customer was using apidra. Tandem technical support educated customer regarding cartridge/insulin labeling.